Manufacturer narrative:
(B)(4). The supplier investigation reported that upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. It was also reported by the supplier that during visual examination we found the following: under the microscope, the pin can be seen to have been torn out of the joint. The pin is completely present and 100% functional test at final inspection found good. In conclusion the supplier investigation determined that too much force was applied to the handle, causing the pin to be torn from the joint. No further measures will be initiated.

Event description:
It was reported that during use in a laparoscopic cholecystectomy, the pin in the jaw sheared breaking into pieces. All pieces were removed from the patient and confirmed using a-ray. There was no injury to the patient. The surgeon is an experienced user of hemolok. It was confirmed by the surgeon that the device was being used on the cystic duct and another 5mm hemolok clip applicator was used to finish the procedure.

Event description:
It was reported that during use in a laparoscopic cholecystectomy, the pin in the jaw sheared breaking into pieces. All pieces were removed from the patient and confirmed using a-ray. There was no injury to the patient. The surgeon is an experienced user of hemolok. It was confirmed by the surgeon that the device was being used on the cystic duct and another 5mm hemolok clip applicator was used to finish the procedure.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.